Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in france. On 12-april-2024, it was reported by the patient that infusions set fell off within seven days of use. No further information was available.